Event description:
It was initially reported that the patient's pump "was leaking." The patient was on a dose of 499.4 mcg/day of baclofen (lioresal). It was later confirmed by the healthcare provider (hcp) that there was a break/tear/hole at pump-catheter connection, "rupture." The pump, connector and catheter were replaced. Following replacement, patient was started on a low dose of lioresal (100 mcg/day) by the neurosurgeon; patient experienced withdrawal (please refer to MFR report # 3004209178-2012-03100 for information regarding events following replacement).

Manufacturer narrative:
Catheter model: 8709, lot# j0039925r, implanted: (B)(6) 2000, explanted: unk; catheter model: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).